Event description:
It was reported that the balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured after the first inflation at 6th atmospheres. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 24 atmospheres as per mustang specification with no leaks noted. No issues were identified with balloon inflation or the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that the balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured after the first inflation at 6th atmospheres. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.